Event description:
A report has been received from a peritoneal dialysis patient who reported a leak from the cassette. The event was noticed when patient was disconnecting. There is no report of ill effect to the patient.

Manufacturer narrative:
Device history lot review: only one complaint received on this lot. Sample analysis: no sample available. Conclusion: no CAPA required, does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.